Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had a low glucose level but not hospitalized. The customer's blood glucose level was 36 mg/dl. The customer stated that had not seek emergengcy medical assistance because she does not believe that the insulin pump was the cause of the low blood glucose but rather the adjustments that health care provider was made. The troubleshooting was performed. The customer was advised that the 3 reservoirs and 6 infusion set need to be return because of damaged and missing introducer needle. The customer was advised that we will sent replacement on sets and reservoirs.